Event description:
It was reported that the patient presented in clinic, and it was discovered that their implantable cardioverter defibrillator (ICD) exhibited under-sensing. Programming changes were made to resolve the issue. The patient experienced no consequences.